Manufacturer narrative:
Additional narrative: products were not returned, an investigation could not be performed. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Without investigation it cannot be defined if a corrective action is necessary. Per DHR review of the known lot number was the part manufactured according to the specification. Omit verbiage "slight obese diabetic" and replace with "slightly obese." Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID & dob not provided for reporting. (B)(6). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). Device history records review was conducted. The report indicates that the: DHR review for part # 222.256 / 9259841, manufacturing location: (B)(4), manufacturing date: 21.nov.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a locking compression distal femur plate (lcp df) broke post-operatively. The patient had a distal femur fracture with large butterfly fragment above a knee prosthesis. The patient was operated on (B)(6) 2016 with several lag screws in the butterfly fragment and then bridging with lcp df plate afterwards. At a control on (B)(6) 2017 the fracture had healed distally, and with ongoing healing in the butterfly fragment area. On (B)(6) 2017 the patient admitted to the hospital again, where was seen that the plate had almost broken above the butterfly fragmented area. A revision surgery was performed on (B)(6) 2017. The lcp df plate and the lag screws were removed and new lag screws and new lcp df plate was implanted. The surgeon is not sure about whether the patient has been compliant with no weight bearing as ordered from the surgeon. No information available about patient condition and outcome. The locking screws were used with the lcp plate. The lag screws were placed outside of the plate. There was no patient harm. The patient is still in recovery, no weightbearing allowed. This complaint involves 1 part. Concomitant reported part: locking screw (part 213.3xx, quantity 10). Lag screws. This report is 1 of 1 for (B)(4).